Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, there is a dip across all the leads at the beginning of december. The lead measurements are in normal limits, drop a little but recovered. Moreover, the clinician discovered that the patient had a sepsis and gi discomfort. There were no additional adverse patient effects reported. The pacemaker remains in service.